Event description:
It was reported that upon opening the faradrive sheath the dilator was severely deformed and new package was opened. The verscross packaging was opened, and the wire was also bend in the middle and new package was opened as well. The procedure was completed successfully with no patient complications. The product is not expected to return as retained by the customer. It was further reported that the dilator was slightly bent and appeared damaged when I unpacked it.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation dilator damage. It was indicated that the device was retained by the customer; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive sheath device confirmed that the event of dilator damaged/defective is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the faradrive sheath the dilator was severely deformed and new package was opened. The verscross packaging was opened, and the wire was also bend in the middle and new package was opened as well. The procedure was completed successfully with no patient complications. The product is not expected to return as retained by the customer.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem e1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the faradrive sheath the dilator was severely deformed and new package was opened. The verscross packaging was opened, and the wire was also bend in the middle and new package was opened as well. The procedure was completed successfully with no patient complications. The product is not expected to return as retained by the customer. It was further reported that the dilator was slightly bent and appeared damaged when I unpacked it